Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt, the top case was chipped, and the bottom case was cracked. Error codes could not be confirmed as the unit would not power on. The customer reported issue was duplicated during the investigation as the device exhibited a blank screen with constant alarm. Root cause of the reported issue is attributed to improper user interface as the pump was interrupted during the upgrade procedure. The pump was updated from the bottom case to the top. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received confirmed that the device was found in the return room with a note on it. There was no patient involved with this reported event.

Event description:
It was reported that the unit has a blank screen and continuously alarms unless battery is disconnected. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown. D4 and g5 are unknown. No product information has been provided to date.